Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient continued to have symptoms of dizziness and nausea and was noted to have pacemaker mediated tachycardia (pmt). Subsequently the device was reprogrammed. The patient reports feeling better after the re-programming. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) to report that previously every time he moved the device made his heart pound very fast. The patient stated that the clinic made changes to make the sensors less aggressive. However he still woke up with his heart racing, so he went to the hospital where the field representative adjusted his sensor again. The patient noted that after the second adjustment of sensors he no longer has any symptoms of a racing heart. The device remains in service and no adverse patient effects were reported.